Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on (B)(6) 2018 and a suture was used. During surgery, the suture broke with minimum tension. A replacement suture was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.